Event description:
Accu-chek safe t-pro lancet was going to be used to check patient's blood sugar. It is a blue and white point of care (poc) device. When the staff twisted off the "blue top" plastic, the entire needle became dislodged, it came out and was exposed, and staff member cut herself with the needle above left thumb. This incident occurred prior to using on the patient.